Event description:
It was reported that a female patient who underwent a breast augmentation primary with 375cc mentor smooth round moderate profile saline on the left, and unknown mentor saline on the right-side breast implants has experienced hashimoto¿s, inflammation, inability to walk, viral infections, and mental health issue post operatively. The issues started a year after she got her implants put in, kidney cancer, she was diagnosed with stage 3 kidney cancer, has had thyroid issues and was diagnosed with hashimoto's, she has inflammatory flare ups that mimic rheumatoid arthritis and inflammations all over her body to the point that she can't walk, she has had lots of testing and complete work ups, she get complete episodes that her body acts like she has arthritis but does not have the markers, she has had viruses and has mimics hep c but she did not have it, sever mental health issues to the point that she has been in a facility for 30 days and has taken medication for it, every mammograms' comes back needing additional testing, medal biopsy, CT scans of her breast and no cancer has been diagnosed at this time. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).